Manufacturer narrative:
Concomitant medical products: product ID ddmb2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a vibration around the device. It was further reported that the right ventricular (rv) lead fractured and triggered a lead integrity alert (lia) for sensing integrity counters (sic) and non-sustained high rate episodes. In addition, noise oversensing episodes were noted and an impedance alert triggered for high impedance. The patient was hospitalized and the tachy arrhythmia detections were turned off. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.